Event description:
A male patient was transferred from an outside hospital with abdominal pain. He had a chronic history of abdominal pain with multiple recent surgeries due to bowel obstructions including lysis of adhesions and an ileostomy with later reversal. He had a nasogastric (ng) tube present on transfer in his left nares for abdominal decompression. He was emergently brought to the operating room for lysis of adhesions and exploratory laparotomy. He had 2 large ventral hernias that were not repaired due to his size. No perforations or abscesses were identified. He was extubated post-op and admitted to the intensive care unit. He complained of worsening abdominal pain over the next 2 days and was brought back to the operating room. He was noted to have ileus but no ischemia. The abdomen was left open with a vacuum-assisted closure (vac) to avoid abdominal compartment syndrome. A central line was placed and the patient remained intubated. A few days later, the ng tube dislodged and was replaced with a salem sump 14 french ng tube. It was secured with transparent film. The ng tube was noted to be secured with tape. A few days later the abdomen was closed with a vac over the lateral incisions. The patient was brought back to the operating room a few days later due to abdominal wound dehiscence. A gastrostomy tube (g-tube) and vac dressing were placed. The patient had a considerable decline in his renal function post-op. His central line was noted to be dislodged into the right intrajugular vein. It was replaced by a few hours later. A few hours after that, the ng tube was discontinued now that a g-tube was in place. His fluid balance was 2 liters more positive than when the tube was inserted. A few days later, the patient received a tracheostomy. The wound nurse also consulted, confirming an unstageable pressure injury to the right nares from the nasogastric tube. There were also device related mucosal pressure injuries the left and right inner lower lip. The next day, nephrology and palliative care were consulted. The patient would require long-term dialysis. A family meeting was held and decisions were made to withdraw care. The patient was placed on comfort measures, was extubated, and passed away.